Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: updated patient coding to include palpitations.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) was requested due to the patient experiencing palpitations. Upon review, technical services (ts) noted possible right atrial (ra) lead loss of capture (loc). Ts reviewed troubleshooting options, and ra lead evaluation was recommended. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) was requested due to the patient experiencing palpitations. Upon review, technical services (ts) noted possible right atrial (ra) lead loss of capture (loc). Ts reviewed troubleshooting options, and ra lead evaluation was recommended. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.